Event description:
It was reported that the patient had a no external power event. The patient reported to the clinic with the controller clock not set. The ventricular assist device interrogation showed a no external power followed by a pump stop immediately after a clock reset on 10may2022 at 04:01. The log files showed data from 05may2022 to 10may2022 at 4:01 before the controller clock reset. The patient had not connected to the power module/mobile power unit (mpu) throughout the history. On 09may2022 at 7:22 the patient appeared to have fully charged batteries. There were several power cable disconnect events recorded after this event that indicated there was a weak connection between the batteries and clips that did not affect motor function. On 10may2022 at 3:50 a low battery advisory alarm occurred. At 3:52 there was a low battery hazard, and at 4:01 the log file indicated the backup battery (ebb) was used to support the system. The patient was sleeping at the time of the alarms and denied hearing them. The patient was okay with no symptoms. There was wear noted on the controller and the controller would be exchanged. Related manufacturer reference report: 2916596-2022-11084.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a full depletion of the patient¿s 14 volt batteries as well as the system controller backup battery, resulting in a pump stop. The submitted log file contained data from 05may2021 through 10may2022. Low battery advisory and hazard alarms were captured on 10may2022 due to depletion of the 14 volt batteries. These alarms were followed by a no external power alarm as well as the system being supported by the system controller backup battery. At some time shortly after this event, the pump stopped due to full depletion of the backup battery. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of a charged 14 volt battery, the clock not set alarm was triggered. The remaining data captured the clock not set alarm and the date was not reset for the remaining duration of the log file. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook,rev. C, are currently available. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ furthermore, this section explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.